Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 08:00 am, the patient experienced sweating and loss of consciousness. The event was identified when the patient¿s wife was unable to wake him. The patient was immediately given juice. Approximately three minutes later, a fingerstick bg measurement was obtained, showing a bg value of (B)(6), while the cgm displayed (B)(6). The patient reported that approximately 20 minutes later, the ¿dexcom started working again.¿ prior to going out for dinner later that day, a comparison showed a bg value of (B)(6) and a cgm value of (B)(6). The patient also reported that cgm readings appeared ¿jumpy¿ at times but was unable to recall specific values or timestamps. No additional treatment was reported as necessary, and the patient did not seek hospital care. At the time of reporting, the patient was reported to be stable and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid after the patient was given juice. The reported glucose values fall within the b zone of the parkes error grid prior to going out for dinner. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.